Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced damage to white percutaneous lead on controller in the bend relief area. No vad alarms were reported but the patient stated it has shortages where the screen goes blank for seconds and requires fiddling with the wire. The event resolved following the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s screen going blank was not confirmed; however, the reported event of the controller¿s white bend relief (connector side) being damaged was confirmed. The returned system controller (serial number (B)(6) was observed to have a broken white bend relief upon arrival. The controller was functionally tested and was found to perform as intended throughout all testing despite the observed damage, and the controller¿s screen remained functional even when the power cables were manipulated. Conductor damage was also not observed within the controller¿s power cables. A log file was extracted from the controller during testing; however, no atypical events were observed. The root causes of the controller¿s screen reportedly going blank and the observed damage to the controller¿s white bend relief were unable to be determined through this analysis. Incidental findings of cuts/tears on the black power cable and a minor kink on the white power cable were found. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.